Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he has been experiencing high blood glucose at night and has to wake up and treat or sometimes has to check he is not too low. The customer reported he was hospitalized on (B)(6) 2015 and has been experiencing low blood glucose between 30 and 35 mg/dl since then. The customer has recently changed the basal rates after a doctor's appointment. The customer stated he might have not eaten enough before going to bed. Customer stated that on (B)(6) he wasn't able to have control of body and couldn't think properly. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. Device was not exposed to a magnetic field. He had xrays at the hospital but that was after the low event. Current blood glucose was 322 mg/dl. He was advised to monitor the insulin pump.